Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump alarmed spi to motor pic communication error alarm. It was also mentioned that the fill cannula was showed a higher fill cannula amount. Blood glucose level was 131 mg/dl at the time of the incident. The insulin pump passed the displacement test. The insulin pump will not be returned for analysis.